Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was an increase in the threshold of the right ventricular (rv) lead. There was also variation in the rv lead impedance values. An x-ray was performed which confirmed the dislodgement of the rv lead. The lead was explanted and replaced and the patient was stable.